Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements. Due to this, an inappropriate signal artifact monitoring (sam) episode was recorded. No changes have been performed. This device remains in service. No further adverse patient effects were reported.